Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ white calcification observed outer the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation, "severe capsular contracture baker grade IV," and "texture implants." Device has been explanted and replaced.

Event description:
Device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6a, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Healthcare professional reported left side deflation, capsular contracture baker grade IV, and "textured". The device remains implanted.